Manufacturer narrative:
Mentor received additional event information that the patient experienced bilateral grade iii capsular contracture postoperatively. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This medwatch report is for the left-sided implant. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade iii block d6b - explantation date: (B)(6) 2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with 350cc smooth mentor memorygel breast implants, catalog # smpx350, left lot-serial (B)(6) and right lot-serial (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 300cc smooth mentor memorygel breast implant experienced left-sided implant rupture post-operatively. Rupture was confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant was found to have a tear from the anterior, expanding to the posterior view, measuring approximately 6.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).